Manufacturer narrative:
An event regarding crack/fracture involving a mrs stem was reported. The event was confirmed by clinician review. Medical records received and evaluation: the reported device was not returned however photographs were provided for review. The photographs show a recently explanted stem assembled with the femoral component with blood and tissue on them. The stem is broken into halves. Clinician review: a review of the provided medical information by a clinical consultant indicated: "provided x-ray confirms break. Need operative reports, office/clinical reports, examination of the explanted components. Etc." Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. It was reported that the revision surgery took place due to a broken mrs femoral stem. The surgeon reported that the most likely cause or contributor was that the patient was moving furniture at the time. The exact cause of the event could not be determined because insufficient information was provided. Further information such as operative reports, office/clinical reports, examination of the explanted components are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. Device not returned.

Event description:
It was reported that the patient's left knee was revised due to a broken mrs femoral stem. The surgeon reported that the most likely cause or contributor was that the patient was moving furniture at the time. Rep provided pre- and post-revision x-rays and explant pictures, and reported that no further information will be available.